Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that, after tka surgery had been performed on an unknown date, the patient experienced a fall and a rupture of the patella tendon. This adverse event was solved by revision surgery on (B)(6) 2023 in which an unspecified 5-6 left 11mm journey ii bcs knee insert was removed. Current health status of patient is unknown.

Manufacturer narrative:
H6, h3: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, based on the information provided, the definitive clinical root cause of the reported patella tendon rupture cannot be concluded. Although, we cannot rule out the reported fall as the likely cause of the reported adverse event. It is unclear whether the fall caused the patella tendon rupture, or if the patella tendon rupture preceded the patient¿s reported fall. The instructions for use for knee systems does warn, ¿protected weight bearing with external support is recommended for a period to allow healing. Normal daily activity may be resumed at the physician¿s direction. Patients should be directed to seek medical opinion before entering potentially adverse environments that could affect the performance of the implant.¿ consequently, it cannot be concluded that the reported adverse event is related to a mal performance of the implant or implant failure. Of note, the length of time of the implantation was not provided. Since the current health status of the patient is unknown, the patient impact beyond the reported fall, patella rupture and the subsequent revision cannot be determined. Therefore, no further medical assessment can be rendered. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records and complaint history review could not be performed. A review of the instructions for use documents for knee systems revealed in warnings and precautions that postoperative patient care and directions and warnings to patients by physicians are extremely important. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, patient medical history and/or patient condition. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Corrected data: h6 (health effect - clinical code).